Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there was loss of capture on this rv lead. Impedances were greater than 2500 ohms. The patient reported not feeling well and passing out at home. The patients heart rate in the ER was 20 bpm. Noise also reported.